Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) functional test found the device in a no output condition. The no output condition was the result of lift/fractured hybrid bond wires.

Event description:
It was reported the patient presented to the ER complaining of syncope. An ECG revealed oversensing, pacing pauses and increasing thresholds. As the device was nearing it's recommended replacement time (rrt), it was explanted and replaced. No further patient complications were reported as a result of this event.